Event description:
During procedure, 1/4 x 1/4 neuro patties were used. The surgical technologist noted that the x-ray detectable line in a patty had fallen off onto the surgical back table after the patty was removed from the patient.